Event description:
It was reported that the patient experienced a loss of therapy from the spinal cord stimulation (scs) system. High impedances were displayed on the scs leads. The patient underwent a revision procedure in which the leads were replaced. The patient was recovering as expected postoperatively. The explanted devices will not be returned as they were retained by the customer.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073519, upn: (B)(4).